Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) specialist. A siemens headquarter support center (hsc) specialist had recommended integrated multi-sensor technology (imt) mix testing service. The ccc dispatched a customer service engineer (cse) to perform the system method testing as suggested by the hsc. The cse had the customer perform a system method which failed. The cse had the customer replace the reagent arm 1 (r1) and reagent arm 2 (r2) probes and perform alignments after which, testing resulted within specifications. The customer ran quality control, and precision, resulting within range. The hsc investigation concluded: based upon the information provided by the cse, precision was resolved when out of specification alignments of r1 and r2 probes were resolved following the probes replacement. The cause of the falsely low cre2 result was due to a malfunction of the reagent probes. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low urine creatinine (cre2) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same dimension vista instrument, resulting higher and matching both the first repeat result and the patient clinical history. The second repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low urine (cre2) result.